Manufacturer narrative:
Additional information: there were no adverse consequences for the patient and the cartridge crack was noticed during the surgery. If implanted give date: na (not applicable) for the 1mtec30 cartridge, as the cartridge is not an implantable device; however the zcb00 +24 diopter intraocular lens was implanted on (B)(6) 2015. If explanted give date: na (not applicable) for the 1mtec30 cartridge, as the cartridge is not an implantable device; however, to date, the zcb00 +24 diopter intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial MDR it was indicated there was no patient involvement however this can not be confirmed as the initial report stated there was no patient impairment and did not state no patient involvement. (B)(4). Implant date: unknown - it is unknown if the lens was implanted in the patient's eye. Explant date: unknown - it is unknown if the lens was implanted in the patient's eye. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
No visual inspection could be performed because the 1mtec30 sample was not available for the investigation. The reported device problem code of cartridge crack could not be verified. Manufacturing records were reviewed and the cartridge units were manufactured according to specification. The cartridges are visually inspected for defects such as marks (cracks, or stress marks are not allowed), bubbles, and any melting, roughness, dent, bent or smash tips. There is no associated deviation or non-conformity report found during manufacturing record review. A search on complaints revealed no other investigations were requested for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions to inspect the product for damage or defects prior to implanting, and provides instructions for better handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Zcb00 +24 diopter lens, serial #: (B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that there was a cracked cartridge. Reportedly, there was no patient involvement and no patient impairment. The cartridge will not be returned for evaluation due to the cartridge was discarded by the user facility. No further information was provided.